Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This device was manufactured between may 28, 2014 to may 29, 2014. Evaluation summary: baxter received one unit for evaluation. The unit contained approximately 80 ml of fluid in its bladder. Visual inspection on the unit showed no signs of blockage or physical abnormality that could have caused the reported problem. A functional test was subsequently performed by removing the luer cap from the unit¿s distal luer; after cap removal, evidence of continuous flow was visually observed at the distal luer. The unit met product specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not deliver any of its contents. This occurred after the device was filled with 4600 mg of fluorouracil diluted with 96 ml of sodium chloride (non-baxter products) and connected to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.